Event description:
Pt scheduled for removal of bilateral implants. Upon doing the surgery, both right and left implants were found to be ruptured. Neither the explanting nor the pt knew the identification of the MFR. The implanting surgeon was different from the explanting surgeon. The implants and any surrounding tissue was sent for routine pathology and no abnormal pathology reported.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.